Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a hardware low level failure alarm and replace battery now alarm. The customer¿s blood glucose was 153 mg/dl. Troubleshooting steps were provided for replace battery now alarm. Customer received low battery alarm prior to replace battery alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test, sleep current and active current measurement test. However, pump error 63 was confirmed in the formatted history file due to cold solder joint at keypad assembly.the pump was received with a cracked select button on the keypad overlay, cracked case-battery tube. The insulin pump passed the displacement test.